Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2023 with patient identifier (B)(6) . It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 31mm closure device did not meet position, anchor, size and seal (pass) criteria, and the physician changed to a 35mm watchman flx pro closure device. The 35mm closure device was successfully implanted in the laa of the patient with a complete laa seal and deployed device diameter of 25.9 mm. There were no complications that were reported to have occurred. The patient was administered a single dose of aspirin (325mg) and discharged home the next day on apixaban medication. On (B)(6) 2024, 153 days post procedure, the patient presented to emergency department with complaints of chest pain, extremity swelling and shortness of breath. The patient was admitted to the hospital for further evaluation. An electrocardiogram (ECG) revealed worsened atrial fibrillation and a chest x-ray revealed chronic heart failure/volume overload and interstitial edema. Based on the patient symptoms and diagnostic findings, the patient was diagnosed with acute on chronic heart failure. The patient was treated with intravenous (IV) lasix, diltiazem drip and was later switched to amiodarone to treat the event. Patient status: on (B)(6) 2024, the patient was discharged home.

Manufacturer narrative:
B5: correction added h6: patient codes corrected to no clinical signs symptoms or conditions. H6: impact code no health consequence or impact.

Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that heart failure occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 31mm closure device did not meet position, anchor, size and seal (pass) criteria, and the physician changed to a 35mm watchman flx pro closure device. The 35mm closure device was successfully implanted in the laa of the patient with a complete laa seal and deployed device diameter of 25.9 mm. There were no complications that were reported to have occurred. The patient was administered a single dose of aspirin (325mg) and discharged home the next day on apixaban medication. On (B)(6) 2024, 153 days post procedure, the patient presented to emergency department with complaints of chest pain, extremity swelling and shortness of breath. The patient was admitted to the hospital for further evaluation. An electrocardiogram (ECG) revealed worsened atrial fibrillation and a chest x-ray revealed chronic heart failure/volume overload and interstitial edema. Based on the patient symptoms and diagnostic findings, the patient was diagnosed with acute on chronic heart failure. The patient was treated with intravenous (IV) lasix, diltiazem drip and was later switched to amiodarone to treat the event. Patient status on (B)(6) 2024, the patient was discharged home. It was further reported that this event was not related to the watchman device(s) or procedure therefore this complaint was withdrawn.